Event description:
The lead was explanted.

Event description:
The lead was explanted due to dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.